Manufacturer narrative:
An internal leak was identified during investigation. It measured 0.298" from the nail head. Corrosion was observed in the cannula assembly, which is a very strong indication that the leak was the cause of the pod to not deliver insulin properly. Further investigation of the device found a heavy presence of corrosion throughout the device. Corrosion was observed on the top and bottom housing of the pod as well as on the internal components. Both the bottom and middle batteries measured lowered than expected. The top battery was untouched by corrosion and measured within expected tolerances. Despite this, the device was connected to an external power supply. However, the download data was unable to be retrieved. No cracks were observed on the device prior to handling. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 23.3 mmol/l (419.4 mg/dl) while wearing the pod on the back between 4 and 24 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.